Event description:
It was reported that the patient experienced loss of stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(4). Batch: 16109201.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6), batch: 7070299. Sc-3400-30 (sn: (B)(6). The returned splitter was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced loss of stimulation due to high impedances on the leads. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded per hospital policy.